Event description:
Total hip replacement on right hip. I had pain from this device "stryker trident hip cup" since it was implanted. Through my rehab and daily activities, I could not tolerate the pain. My surgeon suspected loosening from the start when subjected to further testing including a hip aspiration which revealed no infection but a loosen cup.. He said with another surgery only about half as long "two hours" he could fix this problem and afix a new hip cut better so it wouldn't come loose again. I was so upset that I wanted to see another ortho surgeon which I was able to.. I got my revision last year in 2009. I'm back to work now with my new hip & having no problems.